Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that safety shield is breaking off during use. It was reported by the customer the pink safety guard coming off the eclipse needles when product is being used ¿ steps taken with customer/troubleshooting: additional information was requested ¿ did the specimen(s) need to be recollected? No. .¿ did exposure to blood/ bf occur? No. ¿ if exposure occurred was there any post exposure testing or medical intervention? N/a. ¿ quantity received and quantity affected: pending. ¿ shipment method (directly or via distributor): pending. ¿ if it is a distributor or directly from bd ¿ who is it? Pending .¿ photos or returns requested?: yes. ¿ follow up required y/n?: yes. Reviewed smax case history: yes pink safety guard coming off the eclipse needles when product is being used.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that safety shield is breaking off during use. It was reported by the customer the pink safety guard coming off the eclipse needles when product is being used. Steps taken with customer/troubleshooting: additional information was requested. Did the specimen(s) need to be recollected? No. Did exposure to blood/ bf occur? No. If exposure occurred was there any post exposure testing or medical intervention? N/a. Quantity received and quantity affected: pending. Shipment method (directly or via distributor): pending. If it is a distributor or directly from bd ¿ who is it? Pending. Photos or returns requested?: yes. Follow up required y/n?: yes reviewed smax case history: yes pink safety guard coming off the eclipse needles when product is being used.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, (B)(4)retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."